Event description:
Our office in another country rec'd a report from afssaps that a hosptial reported a pt experienced a corneal abscess while using private label multipurpose solution generale d'optique. The pt presented with pain and redness and insomnia in 2007. Anterior corneal opacification fluorescent was positive. Follow up information from the hosp revealed that the pt reportedly followed the "hygienic rules and instructions for use". The patient had used complete before without difficulty. The solution from the pt's bottle was cultured by the hosp and bacteriological analysis of the liquid was positive for pseudomonas aeruginosa. No treatment details were provided. The report indicated that the pt recovered. The complaint unit was not returned for analysis. Retained testing and batch review were within product specifications.

Manufacturer narrative:
Chemistry, microbiological and batch record review for retained sample performed. Product met specifications and was sterile and distributed by MFR.